Manufacturer narrative:
Information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a cryo ablation procedure, ventricular tachycardia (vt) occurred. A shock was delivered to the patient, and the patient converted to normal sinus rhythm. It was noted that on the electrocardiogram (ECG), the patient had st elevation. The st elevation then resolved. The case was completed with cryo. The patient had an extended hospitalization, and a nuclear study was going to be performed to determine the cause of the st elevation. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
Event summary: a clinical issue (arrhythmia, st elevation) occurred during the case. There is no sufficient evidence that the device potentially caused these adverse events. Visual inspection of balloon catheter showed that the catheter was intact with no apparent issues. Smart chip verification indicated the catheter was used for four injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. In conclusion, a clinical issue (arrhythmia, st elevation) occurred during the case. There is no sufficient evidence that the device potentially caused these adverse events. The catheter passed the returned product inspection as per specification. If information is provided in the future, a supplemental report will be issued.